Event description:
It was reported that impedance check revealed high impedances on all contacts of the lead. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that the patient experienced ineffective therapy due to the high impedances. No falls or trauma reported. However, the patient is very active. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.